Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of skin irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), kidney disease/toxicity, lung disease problems related to a CPAP device's sound abatement foam. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR reference number 2518422-2022-04493.